Manufacturer narrative:
Based on the claim against the product by the customer noting the site experienced recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse noted there were errors on universal surgical manipulator (usm) 2 on logs. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed, and failure analysis (fa) investigations was able to replicate and confirm the reported issue. When the unit tested on an in-house system and passed normal mode. Per logs, errors 1126, 31226, 32114, 25730, 32096, 32097 were pointed to clockspring. The unit tested on a psc fixture test platform (pftp) and failed clockspring on fiber test. The clockspring fiber swapped with a good one and the error no longer occurred. When the original fiber cable reinstalled, error came back. The unit then tested on pftp with gold clockspring and it passed all required tests, except pitch friction. The clockspring fiber assembly will be replace as a fix to the related issue. The complaint was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to repeated faults. Failure analysis was also able to reproduce the reported issue during its investigation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support after the procedure to state the site experienced a recoverable fault. The isi technical support engineer (tse) reviewed logs and noted recoverable fault on armnet 2. The tse noted that site was able to recover fault and the error did not return. The tse also noted similar error pattern on (B)(6)2022 and (B)(6)2023. The procedure was completed with no reported injury. Isi contacted the robotics coordinator and obtained the following information: the procedure was completed robotically.